Manufacturer narrative:
Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone number: (B)(6). Part number: 391.201, synthes lot number: p049357: release to warehouse date: october 08, 2009. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cable tensioner did not tension the cable during surgery on an unknown date. The issue prolonged the surgery by fifteen (15) minutes. The surgery was successfully completed with a substitute cable tensioner; there was no patient harm reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation evaluation: the coil spring is missing from the device and the cable fragments are stuck in jaws. A device history record review was conducted and found that the device met specifications prior to shipping. No manufacturing related issues were identified and/or confirmed. Product investigation summary: a visual inspection found that the coil spring was missing. Also, it was captured that the cable fragments reamin stuck in collet jaws. Due to these damages, proper application is no longer possible. The device history record was researched with no abnormal findings identified. The manufacturing and inspection records indicated no problems with the lot in question. Based on these findings, the cause of failure is not due to any manufacturing non-conformances. It cannot be confirmed what type of mechanical forces impacted the device and sheared on the cable. It is likely that the damage has occurred due to a temporary overloading. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.